Manufacturer narrative:
Product ID 3889-28, lot # j0555063v, implanted: (B)(6) 2005, product type lead; product ID 3095-10, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 3031a, serial # (B)(4), product type programmer. (B)(4).

Event description:
It was reported that device had not worked for approximately three years. Patient did not felt stimulation. Patient did not see physician since previous device in 2006. In addition, printing problems with clinician programmer were reported. It was no telemetry. Additional information has been requested, but was not available as of the date of this report.